Manufacturer narrative:
(B)(4) based on the picture provide by the customer, the cracked valve was confirmed. DHR was reviewed, no issue were identified during manufacturing process or raw material receiving. Based on a review of complaint trending data from jul 2014 ¿ jun 2016, an adverse trend was not identified for the reported failure mode. Based on the provided pictorial evidence, crack on the valve was confirmed. The valve was not returned for evaluation. The probable root cause could not be determined without analysis of the access valve itself or the access valve to be investigated by bd supplier. There weren¿t enough historical trends to show material molding defect or design issue from supplier. In addition, 100% visual inspection and leak test have been performed on all access valves prior to pleural / peritoneal catheter manufacturing assembly process. Any defective valve would be identified during the manufacturing process and would be scrapped. A quality notification has been issued to the vendor of the pleurx valve regarding the reported defect. Likewise, this complaint will be added to the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4). Upon carefusion investigation a follow up submission will be submitted.

Event description:
Valve got a crack, but was not leaking. Drainage was still working. The product is not available. On 06/13/2016 additional response: per complaint record, it appears there is two issues: a. Access tip slipped out of drainage line refer to ((B)(4)) and b. Valve cracked- what is the correct lot #? -50-9050: (B)(4). After due diligence no additional information provided.

Manufacturer narrative:
(B)(4). Did the patient sustain any injury or harm as a result of the valve being cracked, if so, what were the injuries and what interventions were implemented: no injuries; if injured or harm sustained, how is patients current health status: patient is not alive anymore. His general condition was bad; was the valve changed as a result, if so, was it done under any anesthesia and when was the date of the procedure: valve wasn¿t changed; when was the pleurx inserted: (B)(6) 2016; was patient male or female: female; what was the age of the patient at the time of the valve cracking: (B)(6); did the access tip lock accordingly: it did.